Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and high ion levels. Doi: unknown dor: (B)(6) 2017 right hip.

Event description:
After review of medical records patient was revised to addressed metallosis adverse local soft tissue reaction secondary to metal on metal total hip, trunnion a cyst at the metal head junction. Operative notes indicated increase cobalt and chromium ion levels, a bit of scar tissue but standard direct anterior approach was performed. There was notable trunnionosis and black metal debris at the taper. Added date of birth of patient, law firm,lawyer, date of implant, medical history and product details of stem in impacted products. Corrected patient's initial. Doi: (B)(6) 2009. Dor: (B)(6) 2017 right hip

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: a2(dob), b5, b7, d1, d2, d2b, d4 (product and lot number, UDI), d6, g5, h4 and h6(patient, device). Corrected: a1. No code available use for elevated meal ions.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.